Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. Customer's blood glucose level was not impacted. Due to event occurring in the past, troubleshooting with customer technical support was unable to be performed.